Event description:
A report was received that the clinician was performing an abg draw and received a needle stick from a used needle. At the conclusion of the procedure blood draw, the staff activated the safety mechanism and sustained a needle stick injury as the needle tip was not fully captured within the safety device.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.